Event description:
It was reported that avs unilif cage would not load onto the pl inserter, scrub tech determined in to be cross-threaded. No adverse consequences another implant of the same size was loaded properly and worked normally.

Manufacturer narrative:
Method: device functional inspection; complaint history review; results: it was reported that the spacer inserter 11 was used with this implant, which is the correct inserter for the reported cage. It was also reported that it is unknown if the scrub tech stripped the threads by inserting the implant incorrectly onto the inserter. Without further information that exact cause of the reported event cannot be determined.conclusion:the avs unilif spacer 9 x 30 x 4deg - 11mm was confirmed to have damaged threads upon visual inspection. No harm or delay was reported for this case. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.

Event description:
It was reported that avs unilif cage would not load onto the pl inserter, scrub tech determined in to be cross-threaded. No adverse consequences another implant of the same size was loaded properly and worked normally.